Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new one. Postoperative programming was effective.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket-heating the ipg site while recharging. Troubleshooting did not resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.